Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The uni chisel fractured in processing.

Manufacturer narrative:
Examination of the submitted device confirmed the tip has broken. The root cause is attributed to misuse. The device was used in a prying motion causing the reported failure. Based on the root cause of misuse, the need for corrective action is not indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.